Manufacturer narrative:
Follow-up is in process to establish specific events details and additional information will be submitted when available.

Event description:
Journal reference: biseul I, et al. "Fear recognition is impaired by subthalamic nucleus stimulation in parkinson's disease." Neuropsychologia. 2005: 43(7): p1054-1059. The article describes the results of a study designed to evaluate behavioral changes in parkinsons disease patients being treated with bilateral stn dbs therapy for severe motor function and/or dyskinesias symptoms. The group treated with dbs (n=15) demonstrated a specific impairment to recognize fear facial expressions. No individual patient data was provided. All results were group based. Reportable events: 1. Stimulator (n=15), dbs leads (n=30) reduced ability to recognize fear facial expressions (patients n=15). The stimulator used was not identified by type or manufacturer.